Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there was on stimulation due to discharge. The rep reported that reeducation and patient meetings took place. The rep reported that the patient had early dementia and continued to forget to recharge. The rep reported that the device kept going into discharge. The rep reported that the patient and hcp decided to place a non-rechargeable battery instead. The issue was resolved. No further complications were reported.